Manufacturer narrative:
Failure analysis for fiber (B)(4): the fiber cap exhibits drilled through condition; there is some white unknown substance noted inside the distal end of fiber cap; the glass cap exhibits devitrification at the output area, and detritus adhesion around output area; the heat shrink tubing exhibits signs of abrasions and melting; the heat shrink tubing open end exhibits signs of abrasions and melting, partially blue arrow indicator, and severe contamination, likely biologic; the fiber appears blackened near the heat shrink tubing open end, and at location of melting on the heat shrink tubing. Based on the device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that at 31,142 joules, 5:47 minutes, 100 w max while using the surgical fiber during a prostate procedure, the laser stopped. The fiber was replaced and the procedure completed using a second surgical fiber for 400,018 joules. There was no patient injury reported.